Event description:
Initial result for a patient calcium was 10.4 mg/dl. When repeated, the result was 8.6 mg/dl. The incorrect result was not used to guide treatment. The field service representative was unable to confirm that any malfunction occurred.